Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 320 mg/dl. A bolus was delivered via the pump to address the high bg. Initially, the contact thought that the pump was not delivering basal insulin. Tandem technical support and the contact reviewed the pump history. The basal delivery was found to have been delivered without interruption. The reporter confirmed that she felt the pump was delivering the basal properly. A pump system check was performed and no device issues were identified. The contact declined to remove the infusion set site. The contact stated that the pump supplies would be changed the next day.